Event description:
The customer reported that the table was not working. It displayed error code 341. It rebooted with no change. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customers are using the system as is.